Event description:
Pt on high oxygen concentration. After procedure completed, small bleeder identified on face. Surgeon used bovie which sparked igniting drapes. Pt sustained burns requiring pt to be placed on a ventilator and she ultimately died on (B)(6) 2009.